Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-01869. It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The patient had 2 taxus express2 drug eluting stents placed to an unknown vessel in late 2006, a 2.5x12mm and a 2.75x16mm. The patient began experiencing hives 48 hours post stent implantation. He was on plavix for 8 months following stent implantation, and then taken off of plavix and switched to ticlid. However, the patient is still experiencing hives. The patient uses benadryl and calamine lotion. The patient does not have a history of allergies. Current medications include; ticlid and aspirin. The physician believes the hives are more likely related to medications.